Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but could not finish the trouble shooting because customer did not have a tubing clamp. The customer was sent a new tubing clamp and was advised to call back to finish troubleshooting once they had received it. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.